Event description:
The devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips came out malformed. It was impossible to ligate the cystic duct. There was no patient consequence.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The first returned instrument cycled, fed and formed the remaining clips as designed. The second and third instruments were returned with damage to the jaws. Due to the damage to the jaws, the instruments would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are close over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated durint the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.